Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and sjogren's syndrome ("sjogren's,") in an adult female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included body mass index normal, blood pressure high, uterine fibroid and uterine leiomyoma. Concomitant products included fluconazole (diflucan), ibuprofen, metronidazole, vitamin d nos (vitamin d), vitamins nos (multivitamins), vitamins nos (multivitamins) and vitamins nos (multivitamins). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("back pain/ lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2011, the patient experienced headache ("headaches"), migraine ("migraines"), ovarian cyst ("ovarian cyst") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have uterine leiomyoma ("fibroid"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced dry skin ("excessively dry skin"), rash macular ("red dots on trunk & legs"), rash ("rash"), vision blurred ("blurry vision"), diplopia ("double vision"), fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced drug hypersensitivity ("allergic to propylene glycol and polyethylene,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reactions"), complication associated with device ("device complications"), sjogren's syndrome (seriousness criterion medically significant), raynaud's phenomenon ("raynaud's."), dysuria ("urinary problem"), bladder disorder ("bladder problem"), tooth disorder ("dental problems"), tremor ("muscle tremors"), pain in extremity ("foot pain/ left foot pain"), bursitis ("bursitis"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection ") and vaginal infection ("vaginal infection") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with antibiotics, desonide, hydroxychloroquine, mefenamic acid (ponstel), progesterone (progesteron), surgery (to remove the essure) and root canal. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, hypersensitivity, complication associated with device, menorrhagia, vaginal haemorrhage, drug hypersensitivity, sjogren's syndrome, raynaud's phenomenon, dry skin, rash macular, rash, dysuria, bladder disorder, headache, migraine, uterine leiomyoma, ovarian cyst, tooth disorder, dysmenorrhoea, weight increased, fatigue, vitamin d decreased, tremor, bursitis, alopecia, cystitis, urinary tract infection and vaginal infection outcome was unknown, the vision blurred, diplopia and back pain was resolving and the pain in extremity and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bursitis, complication associated with device, cystitis, device dislocation, diplopia, drug hypersensitivity, dry skin, dysmenorrhoea, dysuria, fatigue, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pain in extremity, rash, rash macular, raynaud's phenomenon, sjogren's syndrome, tooth disorder, tremor, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: need for additional surgery. Leave taken from this job or other job for medical reasons- quit my job because I could not physically function due to fatigue and pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ one of coils had migrated') and sjogren's syndrome ('sjogren's,') in a 36-year-old female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device difficult to use "the second device insertion wasn't easy. Started crying and shaking from the pain immediately.". The patient's medical history included uterine ablation. Concurrent conditions included body mass index normal, blood pressure high, uterine fibroid, uterine leiomyoma, biopsy and endometrial polyp. Concomitant products included fluconazole (diflucan), ibuprofen, metronidazole, vitamin d nos (vitamin d), vitamins nos (multivitamins), vitamins nos (multivitamins) and vitamins nos (multivitamins). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/ lower back pain"). In (B)(6)2010, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)/ periods were so heavy") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 1 year after insertion of essure. In 2011, the patient experienced headache ("headaches"), migraine ("migraines / migraine headache") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("fibroid/ ball sized fibriod"). On (B)(6)2012, the patient experienced fatigue ("fatigue"), tremor ("muscle tremors"), pain in extremity ("foot pain/ left foot pain") and bursitis ("bursitis") and was found to have vitamin d decreased ("low vitamin d"). On (B)(6)2012, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). On (B)(6)2013, the patient experienced vision blurred ("blurry vision"). In 2013, the patient experienced dry skin ("excessively dry skin/ skin issues"), rash macular ("red dots on trunk & legs"), rash ("rash"), diplopia ("double vision") and alopecia ("hair loss"). In 2015, the patient experienced drug hypersensitivity ("allergic to propylene glycol and polyethylene,"). In (B)(6)2015, the patient experienced hypersensitivity ("allergic reactions/ essure perpetuated allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, sjogren's syndrome (seriousness criterion medically significant), procedural pain ("the second device insertion wasn't easy. Started crying and shaking from the pain immediately."), raynaud's phenomenon ("raynaud's."), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), tooth disorder ("dental problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), muscle spasms ("muscle spasms"), arthralgia ("hip pain"), skin irritation ("skin irritation"), pruritus ("skin itching"), urticaria ("hives"), magnesium deficiency ("magnesium deficiency"), flatulence ("gas pain"), bruxism ("grinding my teeth"), hepatomegaly ("enlarged liver") and complication associated with device ("device complications"). The patient was treated with antibiotics, desonide, hydroxychloroquine, mefenamic acid (ponstel), paracetamol (pain relief), progesterone (progesterone), surgery (bilateral salpingectomy in (B)(6)2015) and root canal. Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, sjogren's syndrome, hypersensitivity, drug hypersensitivity, dysmenorrhoea, procedural pain, menorrhagia, vaginal haemorrhage, raynaud's phenomenon, rash macular, rash, urinary tract disorder, bladder disorder, headache, migraine, uterine leiomyoma, ovarian cyst, tooth disorder, fatigue, vitamin d decreased, tremor, bursitis, alopecia, cystitis, urinary tract infection, vaginal infection, muscle spasms, skin irritation, pruritus, urticaria, magnesium deficiency, flatulence, bruxism, hepatomegaly and complication associated with device outcome was unknown, the abdominal pain, back pain, dry skin, pain in extremity and arthralgia had resolved and the vision blurred, diplopia and weight increased was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, bruxism, bursitis, complication associated with device, cystitis, device dislocation, diplopia, drug hypersensitivity, dry skin, dysmenorrhoea, fatigue, flatulence, headache, hepatomegaly, hypersensitivity, magnesium deficiency, menorrhagia, migraine, muscle spasms, ovarian cyst, pain in extremity, procedural pain, pruritus, rash, rash macular, raynaud's phenomenon, sjogren's syndrome, skin irritation, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased and weight increased to be related to essure. The reporter commented: need for additional surgery. Leave taken from this job or other job for medical reasons- quit my job because I could not physically function due to fatigue and pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Pathology test - on (B)(6)2010: no hyperplasia nor malignancy identified. Ultrasound scan - on an unknown date: migrated far into the tube nearly in ovary. Concerning the injuries reported in this case, the following ones were reported via social media: "the second device insertion wasn't easy, started crying and shaking from the pain immediately, muscle spasms, hip pain, skin irritation, skin itching, hives, magnesium deficiency, gas pain, grinding my teeth, enlarged liver¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu8 & fu9 were processed together. Social media received of 01-oct-2019. Events added - the second device insertion wasn't easy, started crying and shaking from the pain immediately, muscle spasms, hip pain, skin irritation, skin itching, hives, magnesium deficiency, gas pain, grinding my teeth and enlarged liver. Plaintiff fact sheet and medical records received of 02-oct-2019 - events onset date were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ one of coils had migrated') in a 36-year-old female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device difficult to use "the second device insertion wasn't easy. Started crying and shaking from the pain immediately.". The patient's medical history included uterine ablation, addiction to drugs, fibroidectomy and whiplash injury. Concurrent conditions included body mass index normal, blood pressure high, uterine fibroid, uterine leiomyoma, biopsy and endometrial polyp. Concomitant products included fluconazole (diflucan), ibuprofen, metronidazole, vitamin d nos (vitamin d), vitamins nos (multivitamins), vitamins nos (multivitamins) and vitamins nos (multivitamins). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/ lower back pain"). In (B)(6)2010, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)/ periods were so heavy") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),/ severe cramps"), 1 year after insertion of essure. In 2011, the patient experienced headache ("headaches"), migraine ("migraines / migraine headache") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("fibroid/ ball sized fibroid"). On (B)(6)2012, the patient experienced fatigue ("fatigue"), tremor ("muscle tremors"), pain in extremity ("foot pain/ left foot pain, needless to say my feet always hurt, heel pain") and bursitis ("bursitis") and was found to have vitamin d decreased ("low vitamin d"). On (B)(6)2012, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). On (B)(6)2013, the patient experienced vision blurred ("blurry vision"). In 2013, the patient experienced dry skin ("excessively dry skin/ skin issues"), rash macular ("red dots on trunk & legs"), rash ("rash/ skin rashes"), diplopia ("double vision") and alopecia ("hair loss"). In 2015, the patient experienced drug hypersensitivity ("allergic to propylene glycol and polyethylene,"). In (B)(6)2015, the patient experienced hypersensitivity ("allergic reactions/ essure perpetuated allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, sjogren's syndrome ("sjogren's,"), procedural pain ("the second device insertion wasn't easy. Started crying and shaking from the pain immediately."), raynaud's phenomenon ("raynaud's."), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), tooth disorder ("dental problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), muscle spasms ("muscle spasms"), arthralgia ("hip pain"), skin irritation ("skin irritation"), pruritus ("skin itching"), urticaria ("hives"), magnesium deficiency ("magnesium deficiency"), flatulence ("gas pain"), bruxism ("grinding my teeth"), hepatomegaly ("enlarged liver"), complication associated with device ("device complications"), plantar fasciitis ("I have suffered with plantar fasciitis"), nerve compression ("nerve pinched"), exostosis ("bone spur"), pain in jaw ("jaw pain") and ear pain ("ear pain"). The patient was treated with antibiotics, desonide, hydroxychloroquine, mefenamic acid (ponstel), paracetamol (pain relief), progesterone (progesterone), surgery (bilateral salpingectomy in (B)(6)2015), wisdom teeth removal and root canal and root canal. Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, sjogren's syndrome, hypersensitivity, drug hypersensitivity, dysmenorrhoea, procedural pain, menorrhagia, vaginal haemorrhage, raynaud's phenomenon, rash macular, rash, urinary tract disorder, bladder disorder, headache, migraine, uterine leiomyoma, ovarian cyst, tooth disorder, fatigue, vitamin d decreased, tremor, bursitis, alopecia, cystitis, urinary tract infection, vaginal infection, muscle spasms, skin irritation, pruritus, urticaria, magnesium deficiency, flatulence, bruxism, hepatomegaly, complication associated with device, plantar fasciitis, nerve compression, exostosis, pain in jaw and ear pain outcome was unknown, the abdominal pain, back pain, dry skin, pain in extremity and arthralgia had resolved and the vision blurred, diplopia and weight increased was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, bruxism, bursitis, complication associated with device, cystitis, device dislocation, diplopia, drug hypersensitivity, dry skin, dysmenorrhoea, ear pain, exostosis, fatigue, flatulence, headache, hepatomegaly, hypersensitivity, magnesium deficiency, menorrhagia, migraine, muscle spasms, nerve compression, ovarian cyst, pain in extremity, pain in jaw, plantar fasciitis, procedural pain, pruritus, rash, rash macular, raynaud's phenomenon, sjogren's syndrome, skin irritation, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased and weight increased to be related to essure. The reporter commented: need for additional surgery. Leave taken from this job or other job for medical reasons- quit my job because I could not physically function due to fatigue and pain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Pathology test - on (B)(6)2010: no hyperplasia nor malignancy identified. Ultrasound scan - on an unknown date: migrated far into the tube nearly in ovary. Concerning the injuries reported in this case, the following ones were reported via social media- ear pain, jaw pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received- new events ear pain, jaw pain were added. New reporter, medical history were added. On 15-jan-2020: social media document received : reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ one of coils had migrated') in a 36-year-old female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device difficult to use "the second device insertion wasn't easy. Started crying and shaking from the pain immediately.". The patient's medical history included uterine ablation, addiction to drugs and surgery. Concurrent conditions included body mass index normal, blood pressure high, uterine fibroid, uterine leiomyoma, biopsy and endometrial polyp. Concomitant products included fluconazole (diflucan), ibuprofen, metronidazole, vitamin d nos (vitamin d), vitamins nos (multivitamins), vitamins nos (multivitamins) and vitamins nos (multivitamins). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/ lower back pain"). In (B)(6)2010, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)/ periods were so heavy") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6)-2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 1 year after insertion of essure. In 2011, the patient experienced headache ("headaches"), migraine ("migraines / migraine headache") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("fibroid/ ball sized fibroid"). On (B)(6)2012, the patient experienced fatigue ("fatigue"), tremor ("muscle tremors"), pain in extremity ("foot pain/ left foot pain, needless to say my feet always hurt, heel pain") and bursitis ("bursitis") and was found to have vitamin d decreased ("low vitamin d"). On (B)(6)2012, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). On (B)(6)2013, the patient experienced vision blurred ("blurry vision"). In 2013, the patient experienced dry skin ("excessively dry skin/ skin issues"), rash macular ("red dots on trunk & legs"), rash ("rash"), diplopia ("double vision") and alopecia ("hair loss"). In 2015, the patient experienced drug hypersensitivity ("allergic to propylene glycol and polyethylene,"). In (B)(6)2015, the patient experienced hypersensitivity ("allergic reactions/ essure perpetuated allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, sjogren's syndrome ("sjogren's,"), procedural pain ("the second device insertion wasn't easy. Started crying and shaking from the pain immediately."), raynaud's phenomenon ("raynaud's."), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), tooth disorder ("dental problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), muscle spasms ("muscle spasms"), arthralgia ("hip pain"), skin irritation ("skin irritation"), pruritus ("skin itching"), urticaria ("hives"), magnesium deficiency ("magnesium deficiency"), flatulence ("gas pain"), bruxism ("grinding my teeth"), hepatomegaly ("enlarged liver"), complication associated with device ("device complications"), plantar fasciitis ("I have suffered with plantar fasciitis"), nerve compression ("nerve pinched") and exostosis ("bone spur"). The patient was treated with antibiotics, desonide, hydroxychloroquine, mefenamic acid (ponstel), paracetamol (pain relief), progesterone (progesterone), surgery (bilateral salpingectomy in (B)(6)2015) and root canal. Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, sjogren's syndrome, hypersensitivity, drug hypersensitivity, dysmenorrhoea, procedural pain, menorrhagia, vaginal haemorrhage, raynaud's phenomenon, rash macular, rash, urinary tract disorder, bladder disorder, headache, migraine, uterine leiomyoma, ovarian cyst, tooth disorder, fatigue, vitamin d decreased, tremor, bursitis, alopecia, cystitis, urinary tract infection, vaginal infection, muscle spasms, skin irritation, pruritus, urticaria, magnesium deficiency, flatulence, bruxism, hepatomegaly, complication associated with device, plantar fasciitis, nerve compression and exostosis outcome was unknown, the abdominal pain, back pain, dry skin, pain in extremity and arthralgia had resolved and the vision blurred, diplopia and weight increased was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, bruxism, bursitis, complication associated with device, cystitis, device dislocation, diplopia, drug hypersensitivity, dry skin, dysmenorrhoea, exostosis, fatigue, flatulence, headache, hepatomegaly, hypersensitivity, magnesium deficiency, menorrhagia, migraine, muscle spasms, nerve compression, ovarian cyst, pain in extremity, plantar fasciitis, procedural pain, pruritus, rash, rash macular, raynaud's phenomenon, sjogren's syndrome, skin irritation, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased and weight increased to be related to essure. The reporter commented: need for additional surgery. Leave taken from this job or other job for medical reasons- quit my job because I could not physically function due to fatigue and pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Pathology test - on (B)(6)2010: no hyperplasia nor malignancy identified. Ultrasound scan - on an unknown date: migrated far into the tube nearly in ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media documents received ,reporter and event I have suffered with plantar fasciitis, nerve pinched, bone spur added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ one of coils had migrated') in a 36-year-old female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device difficult to use "the second device insertion wasn't easy. Started crying and shaking from the pain immediately." The patient's medical history included uterine ablation, addiction to drugs, fibroidectomy and whiplash injury. Concurrent conditions included body mass index normal, blood pressure high, uterine fibroid, uterine leiomyoma, biopsy and endometrial polyp. Concomitant products included fluconazole (diflucan), ibuprofen, metronidazole, vitamin d nos (vitamin d), vitamins nos (multivitamins), vitamins nos (multivitamins) and vitamins nos (multivitamins). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/ lower back pain"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)/ periods were so heavy") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) severe cramps"), 1 year after insertion of essure. In 2011, the patient experienced headache ("headaches"), migraine ("migraines / migraine headache") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("fibroid/ ball sized fibroid"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"), tremor ("muscle tremors"), pain in extremity ("foot pain/ left foot pain, needless to say my feet always hurt, heel pain") and bursitis ("bursitis") and was found to have vitamin d decreased ("low vitamin d"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"). In 2013, the patient experienced dry skin ("excessively dry skin/ skin issues"), rash macular ("red dots on trunk & legs"), rash ("rash/ skin rashes"), diplopia ("double vision") and alopecia ("hair loss"). In 2015, the patient experienced drug hypersensitivity ("allergic to propylene glycol and polyethylene,"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic reactions/ essure perpetuated allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, sjogren's syndrome ("sjogren's,"), procedural pain ("the second device insertion wasn't easy. Started crying and shaking from the pain immediately."), raynaud's phenomenon ("raynaud's."), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), tooth disorder ("dental problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), muscle spasms ("muscle spasms"), arthralgia ("hip pain"), skin irritation ("skin irritation"), pruritus ("skin itching"), urticaria ("hives"), magnesium deficiency ("magnesium deficiency"), flatulence ("gas pain"), bruxism ("grinding my teeth"), hepatomegaly ("enlarged liver"), complication associated with device ("device complications"), plantar fasciitis ("I have suffered with plantar fasciitis"), nerve compression ("nerve pinched"), exostosis ("bone spur"), pain in jaw ("jaw pain") and ear pain ("ear pain"). The patient was treated with antibiotics, desonide, hydroxychloroquine, mefenamic acid (ponstel), paracetamol (pain relief), progesterone (progesteron), surgery bilateral salpingectomy in (B)(6) 2015, wisdom teeth removal and root canal and root canal. Essure was removed on 3-mar-2015. At the time of the report, the device dislocation, sjogren's syndrome, hypersensitivity, drug hypersensitivity, dysmenorrhoea, procedural pain, menorrhagia, vaginal haemorrhage, raynaud's phenomenon, rash macular, rash, urinary tract disorder, bladder disorder, headache, migraine, uterine leiomyoma, ovarian cyst, tooth disorder, fatigue, vitamin d decreased, tremor, bursitis, alopecia, cystitis, urinary tract infection, vaginal infection, muscle spasms, skin irritation, pruritus, urticaria, magnesium deficiency, flatulence, bruxism, hepatomegaly, complication associated with device, plantar fasciitis, nerve compression, exostosis, pain in jaw and ear pain outcome was unknown, the abdominal pain, back pain, dry skin, pain in extremity and arthralgia had resolved and the vision blurred, diplopia and weight increased was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, bruxism, bursitis, complication associated with device, cystitis, device dislocation, diplopia, drug hypersensitivity, dry skin, dysmenorrhoea, ear pain, exostosis, fatigue, flatulence, headache, hepatomegaly, hypersensitivity, magnesium deficiency, menorrhagia, migraine, muscle spasms, nerve compression, ovarian cyst, pain in extremity, pain in jaw, plantar fasciitis, procedural pain, pruritus, rash, rash macular, raynaud's phenomenon, sjogren's syndrome, skin irritation, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased and weight increased to be related to essure. The reporter commented: need for additional surgery. Leave taken from this job or other job for medical reasons- quit my job because I could not physically function due to fatigue and pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Pathology test - on (B)(6) 2010: no hyperplasia nor malignancy identified. Ultrasound scan - on an unknown date: migrated far into the tube nearly in ovary. Concerning the injuries reported in this case, the following ones were reported via social media- ear pain, jaw pain. Lot number: 20196136 , manufacturing date: 2009/08, & expiration date: 2012/08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ one of coils had migrated/ far into the tube nearly in ovary') in a 36-year-old female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device difficult to use "the second device insertion wasn't easy. Started crying and shaking from the pain immediately.". The patient's medical history included uterine ablation, addiction to drugs, fibroidectomy (golf ball size fibroid) and whiplash injury. Concurrent conditions included body mass index normal, blood pressure high, uterine fibroid, uterine leiomyoma, biopsy and endometrial polyp. Concomitant products included fluconazole (diflucan), ibuprofen, metronidazole, vitamin d nos (vitamin d), vitamins nos (multivitamins), vitamins nos (multivitamins) and vitamins nos (multivitamins). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/ lower back pain"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ periods were so heavy") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) -2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),/ severe cramps"), 1 year after insertion of essure. In 2011, the patient experienced headache ("headaches"), migraine ("migraines / migraine headache") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("fibroid/ ball sized fibriod"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"), tremor ("muscle tremors"), pain in extremity ("foot pain/ left foot pain, needless to say my feet always hurt, heel pain") and bursitis ("bursitis") and was found to have vitamin d decreased ("low vitamin d"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient was found to have the first episode of weight increased ("weight gain/gained 35+ sometimes putting on 10lbs in a matter of 3 days"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"). In 2013, the patient experienced rash macular ("red dots on trunk & legs"), rash ("rash/ skin rashes"), dry skin ("excessively dry skin/ skin issues"), diplopia ("double vision") and alopecia ("hair loss"). In 2015, the patient experienced drug hypersensitivity ("allergic to propylene glycol and polyethylene,"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic reactions/ essure perpetuated allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, sjogren's syndrome ("sjogren's,"), raynaud's phenomenon ("raynaud's."), procedural pain ("the second device insertion wasn't easy. Started crying and shaking from the pain immediately."), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), tooth disorder ("dental problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), muscle spasms ("muscle spasms"), arthralgia ("hip pain"), skin irritation ("skin irritation"), pruritus ("skin itching"), urticaria ("hives"), magnesium deficiency ("magnesium deficiency"), flatulence ("gas pain"), bruxism ("grinding my teeth"), hepatomegaly ("enlarged liver"), complication associated with device ("device complications"), plantar fasciitis ("I have suffered with plantar fasciitis"), nerve compression ("nerve pinched"), exostosis ("bone spur"), pain in jaw ("jaw pain"), ear pain ("ear pain") and gait disturbance ("I was also having trouble with walking") and was found to have the second episode of weight increased ("weight gain since essure") with arthropathy. The patient was treated with antibiotics, desonide, hydroxychloroquine, mefenamic acid (ponstel), paracetamol (pain relief), progesterone (progesteron), surgery (bilateral salpingectomy in (B)(6) 2015), wisdom teeth removal and root canal and root canal. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, vaginal haemorrhage, hypersensitivity, rash macular, rash, headache, sjogren's syndrome, raynaud's phenomenon, drug hypersensitivity, procedural pain, urinary tract disorder, bladder disorder, migraine, uterine leiomyoma, ovarian cyst, tooth disorder, fatigue, vitamin d decreased, tremor, bursitis, alopecia, cystitis, urinary tract infection, vaginal infection, muscle spasms, skin irritation, pruritus, urticaria, magnesium deficiency, flatulence, bruxism, hepatomegaly, complication associated with device, plantar fasciitis, nerve compression, exostosis, pain in jaw, ear pain, gait disturbance and the last episode of weight increased outcome was unknown, the abdominal pain, back pain, dry skin, pain in extremity and arthralgia had resolved and the vision blurred and diplopia was resolving. The reporter provided no causality assessment for gait disturbance and the second episode of weight increased with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, bruxism, bursitis, complication associated with device, cystitis, device dislocation, diplopia, drug hypersensitivity, dry skin, dysmenorrhoea, ear pain, exostosis, fatigue, flatulence, headache, hepatomegaly, hypersensitivity, magnesium deficiency, menorrhagia, migraine, muscle spasms, nerve compression, ovarian cyst, pain in extremity, pain in jaw, plantar fasciitis, procedural pain, pruritus, rash, rash macular, raynaud's phenomenon, sjogren's syndrome, skin irritation, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased and the first episode of weight increased to be related to essure. The reporter commented: need for additionalsurgery. Leave taken from this job or other job for medical reasons- quit my job because I could not physically function due to fatigue and pain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Pathology test - on (B)(6) 2010: no hyperplasia nor malignancy identified. Ultrasound scan - on an unknown date: migrated far into the tube nearly in ovary. Concerning the injuries reported in this case, the following ones were reported via social media- ear pain, jaw pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter, new events (¿back pain¿, ¿trouble with walking¿, ¿weight gain¿, ¿joint problems¿) were captured. We received a lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reactions") and complication associated with device ("device complications"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, hypersensitivity and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation and hypersensitivity to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons received-event medical device removal was deleted and events migration, allergic reactions, pain were added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and sjogren's syndrome ("sjogren's,") in an adult female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included body mass index normal and blood pressure high. Concomitant products included cyclobenzaprine, fluconazole (diflucan), gabapentin, ibuprofen, metronidazole, vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced back pain ("back pain/ lower back pain") and abdominal pain ("abdominal pain"). In (B)(6)2010, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2011, the patient experienced headache ("headaches"), migraine ("migraines"), ovarian cyst ("ovarian cyst") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have uterine leiomyoma ("fibroid"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced dry skin ("excessively dry skin"), rash macular ("red dots on trunk & legs"), rash ("rash"), vision blurred ("blurry vision"), diplopia ("double vision"), fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced drug hypersensitivity ("allergic to propylene glycol and polyethylene,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reactions"), complication associated with device ("device complications"), sjogren's syndrome (seriousness criterion medically significant), raynaud's phenomenon ("raynaud's."), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), tooth disorder ("dental problems"), tremor ("muscle tremors"), pain in extremity ("foot pain/ left foot pain"), bursitis ("bursitis"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection ") and vaginal infection ("vaginal infection") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with antibiotics, desonide, hydroxychloroquine, mefenamic acid (ponstel), progesterone (progesterone), surgery (to remove the essure) and root canal. Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, hypersensitivity, complication associated with device, menorrhagia, vaginal haemorrhage, drug hypersensitivity, sjogren's syndrome, raynaud's phenomenon, dry skin, rash macular, rash, urinary tract disorder, bladder disorder, headache, migraine, uterine leiomyoma, ovarian cyst, tooth disorder, dysmenorrhoea, weight increased, fatigue, vitamin d decreased, tremor, bursitis, alopecia, cystitis, urinary tract infection and vaginal infection outcome was unknown, the vision blurred, diplopia and back pain was resolving and the pain in extremity and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bursitis, complication associated with device, cystitis, device dislocation, diplopia, drug hypersensitivity, dry skin, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pain in extremity, rash, rash macular, raynaud's phenomenon, sjogren's syndrome, tooth disorder, tremor, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased and weight increased to be related to essure. The reporter commented: need for additional surgery. Leave taken from this job or other job for medical reasons- quit my job because I could not physically function due to fatigue and pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received-lot number was added. New events abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), allergic to propylene glycol and polyethylene, raynaud's, sjogren's, excessively dry skin, red dots on trunk & legs, rash, bladder problem, urinary problem, migraines, headaches, ovarian cyst, dental problems, dysmenorrhea (cramping), fibroid, blurry vision, double vision, fatigue, weight gain, low vitamin d, muscle tremors, foot pain, bursitis, hair loss, abdominal pain, back pain, urinary tract infection, vaginal infection, bladder infection, did not undergo confirmation test were added. Patient information , new reporter, medical history, treatment and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs